Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone control ios, omnipod software app version: 2.0.4, operating system: 18.7, hardware: iphone13.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was diagnosed with an unspecified infection and diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 618 mg/dl while wearing the pod between 24 and 36 hours. According to the patient, the pod¿s cannula was found bent when it was removed from their abdomen while at the hospital. The patient also reported swelling at the pod site when the pod was removed. Symptoms reported include dizziness, fatigue, vomiting and frequent urination. The patient was treated with intravenous treatment with an insulin drip, along with medication and antibiotics for the infection. The patient was released on (B)(6) 2025, after 3 days in the hospital.

Manufacturer narrative:
Additional information was received on 01jan2025, in which the patient confirmed the infection diagnosis was kidney infection. B5 was updated to include diagnosis of kidney infection. H6 health effect - clinical code was updated to include unspecified infection.

Event description:
It was reported that the patient had been hospitalized and was diagnosed with an unspecified infection and diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 618 mg/dl while wearing the pod between 24 and 36 hours. According to the patient, the pod¿s cannula was found bent when it was removed from their abdomen while at the hospital. The patient also reported swelling at the pod site when the pod was removed. Symptoms reported include dizziness, fatigue, vomiting and frequent urination. The patient was diagnosed with a kidney infection. The patient was treated with intravenous treatment with an insulin drip, along with medication and antibiotics for the infection. The patient was released on (B)(6) 2025, after 3 days in the hospital.